Manufacturer narrative:
Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 0134190001, model/catalog description: balloon, fgs, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 0150000016, model/catalog description: control pump with iz, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Fluid leak and urinary incontinence are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. During revision surgery, the physician confirmed fluid loss within the device and stated that no source of the fluid loss was identified. The device was explanted and replaced. There were no further patient complications.